Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited noise oversensing on the right ventricular (rv) channel. The oversensing led to pacing inhibition and greater than two seconds of asystole for the patient. The patient was asymptomatic to the loss of pacing. The physician has elected to review the system at the next follow-up. This pacemaker remains in service. No adverse patient effects were reported.